Manufacturer narrative:
Device evaluated by MFR: the tip, device shaft, sensor port and the coefficient values were visually and microscopically examined for damage or any irregularities. There was a kink in the shaft 103cm proximal of the tip at the end of the torque device. The torque device was loosened and moved distally at which time it was revealed there was peeled coating. The comet wire was connected to the ffr link for signal verification. The signal was not present as designed. The pressure wire was connected to the analysis support test bench and all applicable data pertaining to coefficient values; however, the modulation values were non-existent. This wire showed a kink in the shaft which may have contributed to the no modulation and the device not being recognized by the system. The pressure functionality could not be tested due to the signal not being present. With no signal transmitted to the test equipment the pressure test cannot be conducted. The coefficient was confirmed to be in specification. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. The sensor port showed no residue of body fluids. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis confirmed the reported event, as the device did not get a signal and the modulation was non-existent.

Event description:
It was reported that inability to pressure wire to zero occurred. During an ffr procedure, a comet pressure wire was used, but an error message was displayed and the ffr measurement was not able to be performed. The procedure was completed with another of the same device without any difficulty. No patient complications were reported in relation to this event. However, returned device analysis revealed peeled/sheared coating.